Event description:
The low venous pressure alarm sounded on a cobe dialysis machine approximately 2-1/2 hours after dialysis treatment was initiated. Blood was seen on the pillow above the patient's shoulder. It was determined that the venous blood line had become seperated from the venous port of the dual lumen dialysis catheter. The venous return port of the dual lumen dialysis catheter was immediately clamped. However, subsequent to the disconnection, the patient suffered a cardiac and respiratory arrest. The patient was resuscitated but is unresponsive as of this reportdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: telemetry failure, none or unknown, unanticipated, tubing. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.